Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed that lead integrity alert triggered. The programmer data shows one lead integrity alert on (B)(6) 2012, 02:15:03. There was oversensing as there was twelve ventricular nst (non-sustained tachycardia less than or equal to 210 ms between (B)(6) 2012, 11:47:48 and (B)(6) 2012, 17:50:36. There was also high resistance/impedance. There were two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012, 02:15:03 and (B)(6) 2012, 02:15:03. The weekly pace lead impedance trend data show various spike increases for max rv pace equaling 504 to 3200 ohms peak between (B)(6) 2012.

Event description:
It was reported that the right ventricular lead had some high impedance measurements, the lead integrity alert was activated, and there were nst (non-sustained tachycardia) episodes with oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.